Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the male luer. The tip protector could not be removed from the male luer. Solvent was observed to be applied uniformly around the circumference of the tube. The insertion of the tubing into the male luer was found to be within specification. Dimensional testing was performed, and the dimensions of the tubing were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The supplier of the component has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty pulling the blue cap off of a clearlink system continu-flo solution set which caused the primary tubing to disconnect (separate) from the male luer. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.